Event description:
The filter was implanted in the infrarenal vena cava.prior to the scheduledremoval seven months later,the filter was discovered to be tilted 40 degrees toward the left renal with 2 or 3 legs in the right renal vein.the exact location of the filter when it was originally placed is not known,as the films are not clear.the was no patient injury reported.